Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 600+ mg/dl. Customer reported issues with the insulin pump and does not think the pump is delivering insulin. Customer treated their high blood glucose levels with manual injections. Customer's blood glucose levels were not included in the report. There were also no alarms mentioned in the report. Product is not being returned or replaced.